Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the dissection tip came apart. A new kit was used to complete the procedure. There were no pt effects. The lot number is unk. The product was returned.

Manufacturer narrative:
Investigation summary: a visual inspection revealed that the dissection tip was received the conical tip detached. The tip formed a complete assembly. There was some adhesive visible on the connecting surfaces. There was blood in the tip. Based upon the visual observations, the reported complaint for "tip came apart" was confirmed. A lot history record review could not be performed, as the correct lot number could not be obtained. Internal file number - (B)(4).